Manufacturer narrative:
Patient information was requested, only partial information received. This customer returned main board was tested with no failures identified. This customer returned stepper motor controller pcba was tested with no failures identified.

Manufacturer narrative:
The manufacturer's field service engineer confirmed the reported problem. The field service engineer replaced the oxygen valve and oxygen motor controller to resolve the reported problem, however, the device presented other failures. The customer permanently removed the device from service.

Event description:
The customer reported the device alarmed oxygen valve stuck closed, resulting in the patients oxygen saturation level dropping. Patient harm reported. The patients o2 sats dropped from the mid 90's percentile to the 70's. The patient was transferred to the hospital. The reporter indicated the patient's condition at this time is unknown.